Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material on the infusion set needle was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 22ga x 0.75¿ miniloc safety infusion set. The visible portion of the device included the needle housing, non-engaged safety mechanism and needle. No obvious usage residues were observed. Unidentified material was observed on the needle shaft, just proximal of the bevel. While unidentified material was evident in the submitted photograph, inspection of the photograph was insufficient to identify potential sources of the material. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material deposition prior to device packaging and following device removal. A lot history review (lhr) of ascvs0065 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by patient that after taking off the needle cap, a piece of blue foam or gauze was noticed on the tip of the needle. Needle was not used or inserted into port.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a foreign material on the needle is confirmed and appears to be supplier related. One 22 ga x 0.75 in miniloc infusion set was returned for investigation. The sample was returned in open packaging indicating ref: s02022-75 and lot: ascvs0065. One photo sample of a 22 ga x 0.75 in miniloc infusion set was also returned. The photo appeared to correspond to the returned sample. The needle sleeve was present over the needle. The needle cover was removed. Microscopic observation of the needle shaft revealed a greenish material present. The material appears to be composed of thin structured links. The material present appears to resemble material used in the manufacturing process; therefore, the complaint is confirmed. The supplier has been notified of this event. A lot history review (lhr) of ascvs0065 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by patient that after taking off the needle cap, a piece of blue foam or gauze was noticed on the tip of the needle. Needle was not used or inserted into port.